Event description:
Customer reported that the a fully charged autopulse li-ion battery (sn (B)(4) will not power on a autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr is covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion and corrective action plan.